Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes in 2005. The patient was running a fever with the PICC line a suspected focus of infection. While pulling the PICC line from the patient's arm, the catheter fractured approximately ten centimeters distally. The PICC line was removed about 3 weeks later and was not replaced.